Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose over 600 mg/dl. The reporter indicated recently starting on a steroid prescription. There was no additional information provided and troubleshooting of the event was unable to be completed at the time of the call. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This report is made based on the allegation that the patient experienced hyperglycemia and the pump was the pump was unable to be ruled out as a potential contributor to the patient¿s event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.